Event description:
It was reported that during the saving stage, this programmer screen went into a complete freeze, everything was greyed out and it did not let the health care professional (hcp) to cancel. The whole programmer needed to be turned off and when it was turned back on, there was no information saved. No adverse patient effects were reported.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.